Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was running on patient "low ve/minute ventilation, low pip/peak inspiratory pressure, xdcr/transducer fault and high rate" alarms triggered. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was transferred to another ventilator.